Manufacturer narrative:
Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and fentanyl at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported that the pump was beeping on (B)(6) 2018. It was a dual tone beep. The patient confirmed that the critical alarm was what he was hearing. He had just had his pump refilled 2-3 weeks prior to (B)(6) 2018 and his healthcare provider (hcp) told him he had about 8-9 months left on the pump. The patient felt "weird." He was getting the 8476 code on his pump on (B)(6) 2018. His pump's motor was intermittently stalling and the pump "does work sometimes." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient denied any trauma or falls. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was scheduled for surgery on (B)(6) 2018. The patient had oral medications, however he did not want to take them if he did not need to. The pump had been off since 8:00 eastern time on (B)(6) 2018. The patient was directed by the hcp to go to an emergency room (ER) if he started experiencing withdrawal symptoms. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump during analysis determined the pump was programmed to deliver morphine (12.5mg/ml at 3.754mg/day), bupivacaine (10mg/ml at 3.003mg/day), and fentanyl (900mcg/ml at 270.31mcg/day). Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. Correction number z-1579-2013 no longer applies. If information is provided in the future, a supplemental report will be issued.